Event description:
There was a report of an occurrence of the fluid warming infusion set tubing becoming kinked. No pt injury or adverse event reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available, and is returned, and evaluated, the MFR will file a follow-up report detailing the results of the eval.